Event description:
It was reported that a spectrum pump alarmed air in line when door was opened, frequent upstream occlusions and was difficult to auto-programming in certain rooms due to wifi coverage. This occurred during an unspecified process step in the 6a ¿ step down/progressive care department . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.